Manufacturer narrative:
Evaluation: no product was returned by the customer to assist in this investigation. Based upon the information provided by the customer, we are unsure why the sheath broke in half. It may have encountered major scar tissue which would grasp onto the sheath material and hold it while the physician attempted to remove it. This could cause the sheath to separate as could the advancement of some unk item through the sheath. Cook product identification label warns of the following: "warning all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight."

Event description:
During procedure, the sheath broke in half leaving a segment in the patient's femoral artery. Patient was taken to the or for a femoral endarterectomy to remove the separated segment.